Manufacturer narrative:
Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use a bd eclipse ¿ needle the needle broke. The consumer stated "needle broke mid needle, during dry needling technique where needle was used to enter muscle and moved back and forth and up and down to relieve muscle spasms¿ there is no further information regarding medical intervention required or injury.

Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. DHR review shows no similar complaint being reported on the affected batch according to the complaint database. No abnormality or quality notification reported on the affected batch during production. The preventive maintenance, calibration and equipment checks showed no abnormality that could have influenced the issue. If samples are received in the future the complaint will be re-opened and re-investigated.

Manufacturer narrative:
Additional information was received for the medical device lot number(s).  The following field(s) have been updated: medical device lot #:4232148. Medical device expiration date: 08/31/2019. Device manufacture date: 08/20/2014.